Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling pd treatment. During set up the patient encountered a watch dog timer error then during fill 1 of 5 the patient encountered 3 air detected in cassette warnings. Technical services suggested to cancel treatment. When patient opened the cassette door a fluid leak was discovered as patient encountered fluid in the pump module area. The patient was advised by technical services discontinue use of the cycler and to alert the pd nurse when the new cycler arrives. Upon follow up, the patient¿s spouse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to carry out manual treatments until the new cycler arrived. The cycler is available to be returned for manufacturer investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling pd treatment. During set up the patient encountered a watch dog timer error then during fill 1 of 5 the patient encountered 3 air detected in cassette warnings. Technical services suggested to cancel treatment. When patient opened the cassette door a fluid leak was discovered as patient encountered fluid in the pump module area. The patient was advised by technical services discontinue use of the cycler and to alert the pd nurse when the new cycler arrives. Upon follow up, the patient¿s spouse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to carry out manual treatments until the new cycler arrived. The cycler is available to be returned for manufacturer investigation. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the functional board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed no physical damage. There were visual indications of dried fluid within the cassette compartment on the door and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The post-accelerated stress test 2hours 15mins 8500ml simulated treatment was performed and passed. No fluid leak was found in the test cassette. No alarms or other issues occurred during the test. System air leak test passed. Balloon valve actuation test passed. Patient sensor check passed. Voltage check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered fluid in hp3 as well as a short r478, which is on the watch dog circuit, on the functional board. The resistor's resistance was also measured and found to be out of tolerance. Fluid in the hp3 filter is a failure related to the reported symptom code -- air detected in cassette warning. There were visual indications of dried fluid on the bottom cover under the pump assembly. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported fluid leak event; however, the reported watch dog alarm error was confirmed and the cause was determined to be an internal short on the functional board.